Event description:
It was reported that the pump has a force sensor bridge failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
During the visual inspection it was found that the top and bottom cases are in good condition. Cracked right plunger case, cracked screw boss inside the plunger head and cracked battery door. After reviewing the event history log there was a force sensor test error found several times. Reported problem duplicated during power up process. Steady state reading of the force sensor (with no pressure on it) count 1023 and 22.5 lbs. Force does not change when force is applied to force sensor. Force sensor bridge failure was able to be duplicated. The force sensor, plunger cable, right plunger case, left plunger case, and all plastic parts inside the plunger head were replaced as both the plunger cases were visibly damaged and contamination was found within the casing caused by the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.